Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 43 mg/dl. Customer had blood glucose level of 66, 55, and 145 to 161 mg/dl. Customer was treated with glucose tablet and glucose drink. Customer declined troubleshoot for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood event. The insulin pump will not be returned for analysis.